Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This rport is being filed to correct the h6: patient codes.

Event description:
It was reported that this pacemaker was not working. The patient also experienced pain I the implant area and discomfort on the left side of the chest. Boston scientific technical services (ts) referred the patient to the clinic. Additional information obtained from the field which indicated that the devcie was explanted. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not working. The patient also experienced pain on the implant area and discomfort on the left side of the chest. Boston scientific technical services (ts) referred the patient to the clinic. The device remains in service. No adverse patient effects reported.